Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion. It was further reported that the right atrial (ra) lead exhibited non-capture, varying threshold and varying sensing post-implant. It was also reported that the ra lead exhibited perforation. The lead was explanted. No further patient complications have been reported as a result of this event.